Manufacturer narrative:
Based on the information, the reported event of inability to recapture the enterprise2 stent could not be evaluated. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 1226348-2017-00001 (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the procedure it was difficult to recapture the enterprise stent (enc402300/10671706). The procedure was coil embolization of an unruptured aneurysm at the left internal carotid (ic) paraclinoid. The patient was a female whose vessels were heavily torturous and not calcified. The diameter of the aneurysm was 2.8mm*6mm, and the diameter of its neck was 6.24mm. The distal edge of the stent was implanted in front of the anterior choroid plexus artery, and coiling was performed using a semi-jailing method. During coiling, the complaint stent slightly slipped toward the proximal side. The physician attempted to re-capture the complaint stent; however, it was not re-captured. Expanded part of the stent was at the first mc marker which was one mc marker¿s distant away from the proximal end of the stent positioning marker. The microcatheter was advanced to cover the complaint stent, but did not move. Several attempts were done such as withdrawing the guide wire, withdrawing the guide wire while applying force to the micro catheter, rearranging the position of the micro catheter from the external ic curve to the inner ic curve, but none of them could achieve a recapture of the complaint stent. Therefore the stent was placed in more proximal portion than it was supposed to be. The physician commented that the patient¿s vessel was heavily tortuous, which might has affected the placement of the stent. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product is not available for the investigation. No further information is available.